Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -6.5/1.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was explanted. On (B)(6) 2023 a replacement lens of shorter length was implanted and the problem was resolved. The cause of the event was reported as "other".